Event description:
It was reported that the patient was experiencing occasional episodes of syncope. The patient was admitted to the hospital after having passed out. The electrocardiogram showed ventricular pacing with no capture during which time the patient would pass out. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the proximal conductor had blood/body fluid (not obstructed) and the outer insulation had a breached cut. There was blood in/on the helix/lobe mechanism and visual analysis revealed apparent explant damage.